Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 350 mg/dl, and the meter bg reading was 295 mg/dl. Tandem technical support determined all values were within normal range and no malfunction occurred with the device. Reportedly, the customer went to the emergency room (ER) and was admitted to the hospital due to not feeling well, dry mouth, dehydration and covid 19 symptoms. Customer¿s blood glucose level was approximately 340 mg/dl with moderate ketones. Customer was treated with potassium, magnesium, and intravenous fluids. Reportedly, the customer was released from the hospital on (B)(6) 2020 with issue resolved and no permanent damage.